Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and noise after the patient experienced a fall on the back of their left shoulder. Fracture of the lead was suspected although it was not confirmed with the x-ray examination. Ra lead was capped and replaced. No patient complications have been reported as a result of this event.